Event description:
(B)(4). I began feeling nauseous and an hour later I was violently vomiting. The digestive issues have continued to the point of having being diagnosed with ibs, having gall bladder removal, endoscopy, colonoscopy with no conclusive results or relief of symptoms. I've also had extreme hair loss diagnosed by a dermatologist as telogen effluvium. I've had unexplained weight gain, bloating, pelvic and lower back pain, heart palpitations, and memory loss.